Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840019590, 510k # k113174, (B)(4)  was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: stenosis procedure performed: spinal fusion of t12-l4 post-op, the screw at t12 was loosened so the screw was replaced. At the time of re-inserting the rod when an attempt was made to unlock the screw head as this was screw that was tried to reuse on the left of the l4 but the head positioner could not be inserted so it was removed and when the screw was checked after operation it was found that the head was deformed and the set screw could not be inserted either. The patient was in hospitalization or prolongation of existing hospitalization because the vertebral body of t12 was collapsed during hospitalization after the operation. There was treatment or additional surgery performed as a result of this event as the screw of t12 was replaced and the fusion for extending was performed until t9 on (B)(6) 2020. There were patient symptoms or complications reported as a result of this event like back pain.

Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: visual and optical inspection revealed the top portion of the crown of the screw has been worn from the seating of the rod and the female torx has not been damaged. Functional inspection confirmed the screw head was locked in an angled position and was not able to pivot in any direction. The crown has been pushed down through the saddle of the screw not allowing the head to pivot anymore. This is the normal issue when the bone screw is implanted. One of the prongs of the screw head has been slightly bent. This is making the setscrew unable to thread into the head of the screw. This type of damage is consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.